Manufacturer narrative:
The manufacturer's investigation is on-going, and further information will be provided once the investigation has completed.

Event description:
The customer reported that the apm (anatomic position monitoring) not showing images after the automatic refresh during treatment delivery.